Event description:
The device was set-up ready for use with an autofeed chamber and attached to an isothermal single limb heated wire pt circuit. A continuous flow of oxygen at one liter/min was present through the circuit set-up. The heater wire leads had inadvertently been trapped between heaterplate of humidifier and humidifier chamber. This caused the heater wire leads to be burnt, the humidifier chamber was melted, the rear of the humidifier case was scorched and the temperature probe plug, chamber guard and chamber clamp were melted. Part of the pt circuit was burnt away and a hole was melted in the case of the flowmeter. Incorrect set-up was admitted by hosp staff. No pt was present and no injury occurred.